Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported when the patient presented for a scheduled right ventricular revision, an x-ray revealed lead dislocation . Lead revisions could not be completed due to the dysfunction of the helix. The lead was instead explanted and replaced successfully. There are no allegations of adverse events.